Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Patient reports that she is currently using a two piece product along with an eakin cohesive seal. She describes the eakin cohesive seal is difficult to remove at times. She is currently washing with ivory soap; applying safe and simple skin protective barrier; adapt powder; eakin and then the wafer. The end user did not have the box. Therefore the lot number could not be provided. Product use and skin care instructions provided.

Manufacturer narrative:
The report submitted on 10/16/2015, with the patient identifier (B)(6) had the incorrect manufacturer report number 9681410-2015-30609 listed. The correct manufacturers report number should have been 1000317571-2015-30609. (B)(4).